Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr test result. On (B)(6) 2022, the consumer performed two covid-19 at-home tests and the result was positive. On (B)(6) 2022, the consumer had a first pcr test at urgent care, and the result was negative. Caller states nose was swabbed by an urgent care employee. On (B)(6) 2022, after the pcr tested at urgent care, the consumer had a second pcr test at rite aid, and the result was negative. Caller states nose was swabbed by an urgent care employee. On (B)(6) 2022, the consumer performed two covid-19 at-home tests and the result was a faint positive. Two covid-19 at-home tests kits were used and both had the same lot number 53k31c2t11. The customer did not receive medical treatment. No other information can be provided.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Manufacturer narrative:
The eval result code was updated.